Manufacturer narrative:
Date sent: 08/28/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the device fired a partial staple line. They used a second device to complete the case.